Event description:
The physician dilated the obstructed common bile duct with a wilson-cook quantum biliary dilator. Although the biliary dilation presented a widened area, a small portion of the stricture was not affected by the dilation. A wilson-cook za stent was deployed in the common bile duct. The middle and distal end of the stent did not completely expand. When removal of the stent introducer was attempted, the distal end of the introducer became entangled with the stent. At that time, the shaft of the introducer was cut at the patient's mouth. The extending portion of the introducer was inserted into the stomach. The following day, the shaft of the introducer was cut where it extended from the duodenum with forceps by endoscopic procedure. It was reported that the bile duct was draining and the patient is in good condition.